Event description:
During a pta/stenting procedure, in a stenotic right superficial femoral artery, the stent slipped off of the delivery balloon prior to deployment. The physician used a contralateral approach to obtain access with a 6 fr balkin sheath. It is noted that resistance was met with insertion of the express biliary ld premounted stent system. The physician initially attempted intervention with an express biliary ld premounted 5.0x30x135cm stent system, but the wire didn't have enough support to get to the lesion. The physician removed the device through the sheath, but the stent was not on the delivery system when it was removed. A second device, an express biliary ld premounted 5.0x30x75cm stent system, was used, but was too short to reach the lesion. The system was removed through the sheath, but the stent was not on the delivery device when it was removed from the sheath. The stents were not visible on fluoroscopy and the pt was asymptomatic. The necessary size device was not in stock, so the pt is rescheduled for the procedure. The physician will look at that time to see if the stents are visible/deployable where they are currently located. In the meantime, he doesn't feel that the undeployed stents are a significant risk to the pt. No other complications or pt injuries were reported. (Same case as MFR's report #6000089-2003-00954).